Event description:
Phantom screwdriver from depuy broke while putting in a screw. This has happened before. Another hosp was contacted for equipment. Replacement ordered on 3/11/1999, will not be shipped till 3/27/1999.